Event description:
"Rehab specialist instructed the end user to do a pressure release so you don't get pressure sores. During this release you are instructed to lift your weight using the armrests of the chair. When mr. (B)(6) was doing a pressure release the hand socket, arm snapped in half the dealer told mr. (B)(6) this is not covered under warranty. Mr. (B)(6) was only doing as instructed by his rehab specialist and only (B)(6) . His weight should not have snapped this piece or affected the chair during the pressure lift."

Event description:
"Rehab specialist instructed the end user to do a pressure release so you don't get pressure sores. During this release you are instructed to lift your weight using the armrests of the chair. When mr. (B)(6) was doing a pressure release the hand socket, arm snapped in half the dealer told mr. (B)(6) this is not covered under warranty. Mr. (B)(6) was only doing as instructed by his rehab specialist and only (B)(6). His weight should not have snapped this piece or affected the chair during the pressure lift."

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01370 with the serial number as (B)(4). The correct serial number is (B)(4). (B)(4) - no RMA has been initiated for this issue. Model crossfiret7a, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6), and his age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model crossfiret7a, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.